Event description:
Patient with a past medical history for left-sided breast cancer underwent a left mastectomy and had immediate reconstruction with a left latissimus dorsi flap with eventual implantation of saline breast implant. Patient recently noticed a sudden deflation of her left breast implant. The patient reports no antecedent history of trauma to that side. She returned to surgery for removal of the ruptured left breast saline implant with a gel implant.